Event description:
It was reported that the lower luer lock connector of a non-dehp high flow rate extension set broke off in the tubing, leading to a leak of lipids and 5-10 cc of blood. This occurred during disconnection from the patient at the end of therapy in the anesthesiology department. The reporter stated that an alcohol cap had been used to prep the connection, and that the set was being used in a setup with a syringe pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.